Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The evaluation of the returned device confirmed that the sterile pouch showed a pinhole in the white polymer material leading to a loss of the sterile barrier. The outer box was found to be in good condition and the delivery system inside the pouch was found to be free of damages or sharp edges which lead to the conclusion that the pinhole was caused by external effects on the outer surface of the pouch. Potential contributing factors to the reported event been evaluated. Previous investigations of similar events have been reviewed. This kind of damage may be related to the unpacking of the device since the pinhole was identified after unpacking. It also may be related to the handling of the product after removal from the card box. The production working steps after the sealing process have been evaluated and it was found that there were no tools or accessories in use that could have caused a pinhole of this dimension. On the basis of the information available, a definite root cause for the reported event could not be identified. The IFU states: "carefully inspect the pouch for damage to the sterile barrier." And "do not use if pouch is opened or damaged."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. There was no patient involvement.

Event description:
It was reported that prior to a stenting procedure, a hole was detected in the sterile packaging. There was no patient involvement; the device was not used.